Event description:
I went to take a rapid hiv test on 04/26/06 and the test came back positive, I was very very upset, I have only been with two guys and I wasn't high risk. They prescribed to take another test at my request and that came back positive as well. After about an hour of crying and going mentally crazy the dr came in and I asked her if me having lupus, has an effect on the test. She told me that sometime it can. They then took a sample of blood, sent to the lab for a western blot test. That came back non reactive. I think that you all should make it mandatory for these clinics to tell people that there are other diseases that could effect the test or they should screen the patients before the test is taken. This is not right. I felt out of control and very scared. What if I didn't ask them about the lupus, would I have done something stupid, or go totally insane. Please let me know why this is happening and how many people this is happening to.